Event description:
It was reported that the customer was experiencing unexplained high blood glucose. Troubleshooting was performed. The mother stated that the customer's was vomiting and hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.